Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6. One nt 1100 neurotherm rf generator was received for evaluation. No visual anomalies were noted. The nt generator was connected to an external power source and the generator powered on successfully. The issue mentioned in the event description was able to be confirmed. The voltage of the cmos (complementary metal-oxide semiconductor) battery was tested with a fluke scopemeter and found to be depleted. Replacing the upper assembly resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to a depleted cmos battery.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device preparation, when the generator was powered on the screen remained black. The procedure was interrupted due to this issue as troubleshooting was unable to resolve the issue. It is unknown if the patient was prepared for the procedure but there were no adverse consequences to the patient.